Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon investigation the rear response button was intermittent. The cause for the failure was isolated to a damaged response button cable. The rear response button cable was creased, damaging traces on the cable. The root cause for the creased cable could not be positively identified. No adverse event resulted from the damaged response button cable. The patient received a replacement monitor.

Event description:
A (B)(6) male patient called zoll customer support to report that his monitor response buttons weren't working properly. The patient was issued a replacement monitor.